Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7075196; product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 525609.

Event description:
It was reported that the patient experienced an increased pain, inadequate stimulation, and high impedances on several contacts. The ipg was non-functional. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.